Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
No further information regarding the event was provided by the customer the device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The referenced device was returned for evaluation and the customer¿s reported problem was confirmed. The e433 error malfunction was isolated to both a defective generator board and defective high voltage power supply board (hvps). The e433 error will occur if the effective value of the output signal falls below the intended limit, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, an unlimited permanent restart may follow, then the device is no longer operational. The potential cause for the e433 error messages to occur due to a defective generator board: a defective transformer on the generator board. A defective current transformer on the generator board. A defective impedance on the generator board. A defective peak rectifier on the generator board. The output voltage is too low due to bad switching of the high frequency output stage on the generator board. The potential cause for the e433 error messages to occur due to a defective generator board: the supply voltage from the hvps board is missing or too low (permanent error). A defective hvps board due to a short circuit of the mos transistors (permanent error). An improved generator board was implemented in early july 2020 to prevent reoccurrence. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The field service engineer was informed by the customer that during preparation for use, the high frequency electrosurgical generator reportedly displayed error message e433 once the machine was switched on. The user tried restarting a few times, but the problem remains. The machine was replaced with another to proceed with the next procedure. No death or injury and no impact to patient or other has been reported.